Event description:
It was reported by the rep that the (1) er320 was used during a laparoscopic cholecystectomy procedure. It was reported by the surgeon that every other or every third clip that came out was not fully formed. The legs would not crimp down all the way. A second er320 was opened and performed without incident. There was no pt consequence.